Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 06-oct-2016 from the healthcare provider (hcp) via a manufacturer's representative. It was reported that the respiratory distress originally reported was not related to the device or therapy the patient was receiving through the pump. The patient experienced hypercapnia, which required the previously reported intubation. The patient has a history of respiratory insufficiency and hypercapnic respiratory failure which the hcp stated was the cause of the patient's hypercapnia during surgery. The hcp also reported that an aspiration had not been performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient receiving a dose of 525mcg/day at a concentration of 2000mcg/ml of lioresal baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient had pump replacement surgery for eri on (B)(6) 2016. The surgery was uneventful and was without complications. During the postop recovery period the patient was extubated but then required re-intubation secondary to respiratory complications and possible aspiration. Patient was admitted to intensive care unit (ICU) for observation. The hcp lowered the patient's dosage from 550 mcg/day to 475 mcg/day on (B)(6) 2016. On (B)(6) 2016, the patient remained intubated, but the hcp increased the pump up to 525 mcg/day following increased clonus on clinical exam. The patient had a medical history of spasticity, aspiration, chronic respiratory depression secondary to weakness and wears a continuous positive air pressure (CPAP) device. Hcp reports that patient was alive with no injury at the time of this report but the issue is unresolved. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.